Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 283 mg/dl and was caused by stress. The customer's pump was set to receive units of insulin and the customer had inadvertently entered grams of carbohydrates into the pump instead of units of insulin. The customer noted that the calculation was incorrect prior to delivering a bolus and had manually reduced the bolus amount to address the high bg. Tandem technical support assisted the customer with changing the pump's bolus setting to accept carbohydrates.